Event description:
The customer reported that she experienced extremely high blood glucose. The caller took a shot and her blood glucose dropped. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. However, the bolus history was inaccurate. Performed the high pressure and displacement test and they passed. During the call, the customer mentioned being hospitalized with low blood glucose recently. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.